Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During the procedure, it was observed that there was a small hole in the cuff close to the side which caused a fluid leak in the system. There were no patient complications and the surgery results were good.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Common causes of mechanical issue, perforation and fluid leak in the device are fatigue that occurs overtime during use of the device and sharp instrument damage during implantation. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists perforation as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During the procedure, it was observed that there was a small hole in the cuff close to the side which caused a fluid leak in the system. There were no patient complications and the surgery results were good.